Manufacturer narrative:
The reported information indicates the valve dislodged following the hospital mandated balloon aortic valvuloplasty (bav). The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, balloon aortic valvuloplasty (bav) was performed per hospital protocol causing the valve to dislodge. A second transcatheter bioprosthetic valve was placed valve in valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.